Manufacturer narrative:
Technical support instructed the account to check the release arm on the cylinder. If the release is not engaging, replace the cylinder. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the hydraulic cylinder is drifting.